Event description:
The salute fixation device is intended for fixation of prosthetic material. The system was used in a hernia repair and was deploying malformed constructs. During preparation of the case the air shot was deformed, but the surgeon wanted to try it anyway. Two or three constructs were deployed through tissue and mesh and resulted in deformed constructs. The constructs were easily removed with no pt harm or potential harm. The salute was no longer used in that case and was returned to onux medical for evaluation.